Manufacturer narrative:
Failure analysis noted that the pump had intermittent up and down button response due to flattened dome switch. There was no unexpected numbers ramping and scroll bar moving. The pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 193 mg/dl. The customer stated that they were trying to set the bolus when the numbers started ramping. They took out the batteries and inserted new ones but it still did not work. The customer was advised to reset the pump for 2 hours. The customer reset the pump but it still did not work. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.